Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. There was blood found in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead dislodged. It was removed and replaced. No patient complications have been reported as a result of this event.